Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 37 mg/dl. The customer was treated with glucose tablets and orange juice. Customer passed out and when emergency medical service arrived her blood glucose was 89 mg/dl. Customer was assisted with changing her max bolus rate and advised to monitor pump. Customer was offered to troubleshoot for low blood glucose but declined.

Manufacturer narrative:
Additional information was provided that was not included on the initial report.

Event description:
The customer called states that she uploaded her pump to carelink. The customer states she's not sure if she programed a bolus of bg 70 and carbs of 24 and customer was getting 6u. Carelink information was provided: 7:33a customer got a bolus of 0.9u customer stated that right also, at 9:16a the pump is saying that she did a manual bolus of 5.75u. Went through the insulin pump and found the bolus it says normal 5.75u. Customer states that at time would have been with the ems were there. Customer states she suspended the pump, explained that after the bolus the pump was suspended. Customer states that she has a dexcom sensor, inquired what the customer's bg was customer went to look at her dexcom sensor it was saying 55 and customer states that she was taking glucose tabs and customer states that when her boss looked at the sensor it was 38 and customer was out and ems got later and bg was 89 and customer was alert. Customer's current blood glucose was 136mg/dl.